Event description:
Information was received indicating that ambulatory infusion pump would turn off when it was bumped. It was noted that this would occur while in use. The device was replaced. No adverse patient effects were reported.